Manufacturer narrative:
The device was received for evaluation. During evaluation, the speaker had no audio with high volume in settings. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear input/output flex not connected properly. The flex cable requires to be connected properly to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, audio/speaker was not audible when operated having high volume in settings. No additional information is available.